Event description:
A doctor alleged that within the past year, approximately five (5) patients have had possible reactions in the form of inflammation and swollen gums to exapsyl (strawberry). All patients required antibiotic for treatment. This is the fifth of five reports.

Event description:
This is a follow-up report.